Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded 215b (b=spreader colony). The duodenoscope was received by pentax medical for evaluation on 14-sep-2018. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on 04-oct-2018 yielded a total of 2 cfus comprised of the following 3 isolates: positive rods - brevibacterium mcbrellneri. Positive rods - corynebacterium glaucum. Positive cocci - staphylococcus epidermatitis.